Event description:
The customer contact reported that the device did not deliver. On an unspecified date and time, the device was programmed for intermittent delivery of an unspecified concentration of vancomycin in 500ml normal saline, 2 doses/day. No further programming was provided. On (B)(6) 2013 at 1100, the nurse reported a new container was hung. On (B)(6) 2013 at 0100, the nurse reported the device was alarming and displayed a 15000-001 numeric code. At that time, the container was reported to be full, instead of an unspecified volume remaining. The nurse called hospira clinical support to troubleshoot and was advised to repair or replace the device. The nurse reported a replacement device would not be available until the next day and did not want the patient to miss another dose. At that time, the nurse was instructed to power the device off and on. The device passed the self test, and the nurse was guided on how to program the device to resume the current program and the delivery. The nurse confirmed the delivery was started, the green arrows were moving indicating the device was delivering dose. It was confirmed to not be in the kvo mode. There were no reports of any adverse patient effects. No medical interventions were reported. The nurse was again instructed to obtain a replacement device when available. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number. The investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.